Manufacturer narrative:
Additional information was received on october 09, 2023 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused thyroid cancer. The patient did receive medical intervention and reported to have a thyroidectomy, radiation therapy and is on synthroid medication. Additional information was received about the alleged cancer. Section e1 was updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused thyroid cancer. The patient did receive medical intervention and reported to have a thyroidectomy, radiation therapy and is on synthroid medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.